Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Event occurred at (B)(6), an outpatient clinic ((B)(6)). Customer reported 25 grams of ivig was infusing to a pt. The pump alarmed for ail and the nurse opened the door. She didn't see any air, but flicked the tubing. The set then came apart at the lower pumping segment and ivig leaked everywhere. The nurse got sprayed in the eyes, but didn't need any treatment. There was no pt harm and no medical intervention was required. Customer stated that the user did not provide any additional pt/event information.